Manufacturer narrative:
The product will not be returned for eval. We are unable to assess if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported that during her shower she cleaned her site with soap and water before activating a new pod on her hip/buttocks area. The pod was worn for a total of 3 days, upon removal she noticed the site was red and there was also a knot. The knot continued to grow larger and it was also hard. She went to see her healthcare provider who gave her a shot (type of treatment was not reported) and placed her on a 10 days treatment of antibiotics for her site infection. She also went to 3 different follow up appointments with her doctor to check on her site infection. The infection have shrunk in size and she is doing better now at the time of the call. The pod was discarded.